Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during routine follow-up, a loss of capture was observed on the left ventricular lead. X-ray imaging revealed that the lead had become dislodged. No patient symptoms were reported. No intervention was reported.

Event description:
New information reported that the lead was explanted and replaced on (B)(6) 2016. The patient was noted to be in good condition following the procedure.